Manufacturer narrative:
H.6. Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that bd insyte¿ IV catheter was defective. This occurred on 2 occasions during use. The following information was provided by the initial reporter: there is a previous report of catheter incidents, where bevel is entered which enters separately from the catheter, leaving it out of the skin. Additional information: catheter is inserted into the patient's skin, but only the needle pierces the skin and the catheter remains out.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ IV catheter was defective. This occurred on 2 occasions during use. The following information was provided by the initial reporter: there is a previous report of catheter incidents, where bevel is entered which enters separately from the catheter, leaving it out of the skin. Additional information: catheter is inserted into the patient's skin, but only the needle pierces the skin and the catheter remains out.